Event description:
Graft was implanted on 03/04/92. Patient experienced post operative fevers. Patient was discharged and readmitted for abcess. No bacterial growth. Graft was removed 06/12/92 and was cultured. Bacterial cultures were positive for mycobacterium fortitium. Surgeon states entire length of graft was infecteddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped permanently. The device was destroyed/disposed of.